Event description:
It was reported that an ilet user experienced two low glucose events, focusing on one overnight event after a larger-than-usual unannounced dinner that resulted in hyperglycemia up to 226 mg/dl, subsequent automated correction, and a later hypoglycemia to a reported 39 mg/dl while the user was asleep and did not respond to warning alerts. The event was treated with approximately 30 grams of oral glucose gel assisted by the user¿s spouse, and the setup included a teflon inset with self-filled cartridges, with the issue associated with user procedure and the user interface. Symptoms included hyperglycemia, hypoglycemia, sweating and confusion/disorientation. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to missed meal announcement and alert nonresponse, and an improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.